Manufacturer narrative:
Product investigation is in progress.

Event description:
Only half of the tampon came out- vagina [foreign body in reproductive tract]; only half of the tampon came out [device breakage]; when she took it out, only half of the tampon came out [complication of device removal]; I want a ten-fold compensation for counterfeit products [suspected counterfeit product]. Case narrative: consumer reported via phone that when she took out the tampon, only half of it came out. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Only half of the tampon came out- vagina [foreign body in reproductive tract]. Only half of the tampon came out [device breakage]. When she took it out, only half of the tampon came out [complication of device removal]. I want a ten-fold compensation for counterfeit products [suspected counterfeit product]. Case narrative: consumer reported via phone that when she took out the tampon, only half of it came out. No serious injury was reported.